Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used contaminated sample without packaging was returned evaluation. The sample was decontaminated and visually inspected, with no defects observed. To attempt to replicate the reported issue, the sample was connected to a pump, primed, and tested by running therapy while varying the flow rate throughout the procedure. No alarms were triggered during testing. Additionally, the sample underwent a leak test, and no leakage was detected. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specifications. The defect reported is not confirmed. Due to this report and other reports of this nature, the manufacturer has initiated an approved project in order to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air in line multiple errors even when changing pumps. No injury reported.